Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05095, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were used during an endoscopic clipping of ulcers in the duodenum, performed on (B)(6), 2009. According to the complainant, during the procedure, when the first clip was used, the spring broke in the handle when opening the clip. When the second device was used, the clip would not advance from the sheath. The case was completed with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.